Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump did not always show a bolus after she would deliver one. Customer was asked to upload insulin pump information, and stated the insulin pump date was not showing correctly. Customer was instructed to go into the insulin pump to update the date and upload the data. The customer stated her most recent blood glucose was 208 mg/dl at the time of this report.